Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of five alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that five alliance inflation syringe devices were used during an esophageal dilatation with cre balloon procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, the gauge needle did not work and stayed at 0 atm. The same issue occurred with the following four alliance inflation syringe devices. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1184 captures the reportable issue of gauge reading inaccurate. Investigation results: a visual examination of the returned complaint device revealed that the needle indicated 0 atm. There were no more damages found in the device. Functional analysis was performed; there was no leak observed and the gauge needle was reading accurately as it reached at 10 atm without problems, and the device was able to hold the pressure. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of five alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that five alliance inflation syringe devices were used during an esophageal dilatation with cre balloon procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, the gauge needle did not work and stayed at 0 atm. The same issue occurred with the following four alliance inflation syringe devices. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of four alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that four alliance inflation syringe devices were used during an esophageal dilatation with cre balloon procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, the gauge needle did not work and stayed at 0 atm. The same issue occurred with the following three alliance inflation syringe devices. The procedure was completed with another alliance inflation syringe.